Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the mid-section of the crimped stent were distorted, damaged & lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site and subsequent withdrawal. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary (rca) artery. The lesion was engaged with a 6f non-bsc guide catheter and predilatation was performed with a 2.0 balloon catheter. Subsequently, a 2.25x16mm promus premier¿ stent was advanced to treat the lesion, however, the device was unabe to cross the lesion. The physician removed the device from the patient and it was noted that the mid stent struts were damaged. Additional dilatation was then performed and the procedure was completed with placement of a 2.25x18mm non-bsc stent. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary (rca) artery. The lesion was engaged with a 6f non-bsc guide catheter and predilatation was performed with a 2.0 balloon catheter. Subsequently, a 2.25x16mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The physician removed the device from the patient and it was noted that the mid stent struts were damaged. Additional dilatation was then performed and the procedure was completed with placement of a 2.25x18mm non-bsc stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).